Event description:
.

Manufacturer narrative:
Sorin group (B)(4) received a medwatch report, (B)(4). Stating that the cell saver would not process properly. It was removed from the area, and another was brought in and surgery continued with no problems. There was no harm to the patient and there was no delay in the case. Risk management was contacted and stated that the facility's biomed department evaluated the machine and identified the problem. The centrifuge brushes had failed. The brushes were replaced. The machine was functionally tested and returned to service. Risk management stated that no further action was required from sorin group (B)(4). Previous service records did not identity any issues with centrifuge motor contained in this machine. Review of the training records revealed that the biomed had previously been trained by sorin for equipment maintenance and troubleshooting. Sorin group requested that the centrifuge brushes be returned for evaluation. To date, product has not been made available. No further investigation is possible at this time. A follow-up report will be filed if product is returned for evaluation.